Event description:
The customer reported via phone call indicating that the insulin pump alarm during basal, bolus, fixed prime. Customer's blood glucose was 375 mg/dl. The customer declined to troubleshoot and requested replacement of the insulin pump instead. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery test, no alarms noted during testing. The device had cracked case at the display window corners, minor scratches on the lcd window, scratches on the reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.